Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion :breakage') and device dislocation ('migration') in a 53-year-old female patient who had essure (ess205) (batch no. 624106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, uterine bleeding, hot flashes and night sweats. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced genital haemorrhage ("having excessive bleeding/ general. Abnormal. Bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, female sexual dysfunction, dyspareunia, pelvic pain, abdominal pain, psychological trauma, hormone level abnormal and headache outcome was unknown and the genital haemorrhage, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2004 and 2008. Discrepancy noted in essure insertion date-(B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("it was just hanging out in my uterus") in a 53-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced genital haemorrhage ("having excessive bleeding"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (I had to have it removed). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown and the genital haemorrhage had resolved. The reporter considered device expulsion and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion :breakage'), device dislocation ('migration') and genital haemorrhage ('having excessive bleeding/ general. Abnormal. Bleeding') in a 53-year-old female patient who had essure (ess205) (batch no. 624106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, female sexual dysfunction, dyspareunia, pelvic pain, abdominal pain, psychological trauma, hormone level abnormal and headache outcome was unknown and the genital haemorrhage, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2004 and 2008. Discrepancy noted in essure insertion date-(B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-oct-2020: medical record received lot number was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("it was just hanging out in my uterus") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced genital haemorrhage ("having excessive bleeding"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (I had to have it removed). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown and the genital haemorrhage had resolved. The reporter considered device expulsion and genital haemorrhage to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion :breakage'), device dislocation ('migration') and genital haemorrhage ('having excessive bleeding/ general. Abnormal. Bleeding') in a 53-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, female sexual dysfunction, dyspareunia, pelvic pain, abdominal pain, psychological trauma, hormone level abnormal and headache outcome was unknown and the genital haemorrhage, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2004 and 2008. Discrepancy noted in essure insertion date-(B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion :breakage'), device dislocation ('migration') and genital haemorrhage ('having excessive bleeding/ general. Abnormal. Bleeding') in a 53-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2004, the patient had essure (ess205) inserted. In october 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device breakage, device dislocation, female sexual dysfunction, dyspareunia, pelvic pain, abdominal pain, psychological trauma, hormone level abnormal and headache outcome was unknown and the genital haemorrhage, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6)2004 and 2008. Discrepancy noted in essure insertion date-(B)(6)2018 and (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet was received. Events added from pfs- apareunia, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, device breakage, psych injury, migration, hormonal changes, headaches. Reporter information, date of birth, lab data were added. Essure insertion date were updated. Essure model updated to 305 to 205. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.